Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
He customer reported to vyaire medical that the vela ventilator unit is getting circuit disconnect, low ve (minute ventilation) error and transducers fault. He is also hearing the o2 on the safety valve leaking. At this time, there is no information regarding patient involvement associated with the reported event.